Event description:
It was reported that during a gastric sleeve procedure, from the first use, it was impossible to reopen the clip hence need to use the emergency system. Hemorrhage. Spontaneous interruption of the intervention. The use of a second clamp due to the inability to reopen the first clip. However, this second clamp didn't function. Momentary interruption of the intervention and then use of a third clip to finish the procedure. Device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Damaged release button. Additional information was requested and the following was obtained: please explain what is meant by, spontaneous interruption of the intervention? Because they used the emergency system. Did the patient require a blood transfusion? No. If the patient received a blood transfusion, how many units were given? N/a. What is the current status of the patient? The patient is fine. Were there 2 devices used in the same procedure? Yes. The analysis found that one pse60a device (b) was received for analysis without cartridge reload. Additionally, the manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. In order to reset the bailout system and evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended.